Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material may have been caused by incorrect reprocessing of the device by the customer. However, it is unknown if the customer followed the instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.